Event description:
Customer reported the alarm has power; however, when the battery level is low the alarm only chirps for a short while and stops. Customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for eval but has not been received. Note: this report is based solely on the customer's reported issue. Instructions for use state: always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. (B)(4).